Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, bradycardia occurred with the patient so an intracardiac echocardiogram was performed and cardiac tamponade was observed leading to the procedure being aborted. The patient's blood pressure decreased. Drainage of the tamponade and a blood transfusion were performed. The patient's blood ph decreased and the patient was intubated. The bleeding would not stop and the patient's blood pressure would not increase requiring the patient to be put on percutaneous cardiopulmonary support (pcps). The patient's bleeding stopped and the patient's blood pressure increased after the pcps and the patient was admitted to the intensive care unit (ICU). The following day, the patient was taken off of the pcps and later was moved from the ICU. No further patient complications have been reported as a result of this event.